Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with damaged tubing during use. The following has been provided by the initial reporter: after successfully replaced the catheter, it's noticed that the interface of closed IV catheter system broken. Nurse to the patient to use a retention needle infusion, the retention needle connected to the infusion found that heparin cap and interface connection broken, can not be used, the nurse did not use the needle to replace the retention needle use.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with damaged tubing during use. The following has been provided by the initial reporter: after successfully replaced the catheter, it's noticed that the interface of closed IV catheter system broken nurse to the patient to use a retention needle infusion, the retention needle connected to the infusion found that heparin cap and interface connection broken, can not be used, the nurse did not use the needle to replace the retention needle use.

Manufacturer narrative:
Investigation: neither sample or photo was received. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.